Event description:
It was reported that the patient connector was unable to be paired to a new mobile programmer set up. It was noted that the mobile programmer application was unable to recognize the patient connector 16 digit security code, which was attempted to be entered by both scanning and manual entry. Troubleshooting steps were taken to include performing a reboot of the patient connector and host tablet, followed by repairing via bluetooth, however after connection was successful, a disconnect occurred. Further troubleshooting involved pairing the patient connector to an already set up mobile programmer application, however a diagnostic error message was generated indicating that the security key was invalid when attempted to enter the number manually and by scanning it. Pairing was attempted with also the diagnostic mobile programmer application and the remote monitoring application without success. The patient connector was replaced by an alternative which resolved the issue. There was no patient involvement. Application version: 4.5.2. Host tablet os version: 26.4.2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.